Manufacturer narrative:
The device history record of reported lot number 6026853 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. Photos provided by the customer confirmed the presence of a particle inside the cassette bag.

Event description:
It was reported that plastic particles were observed inside the cassette following the completion of the product compounding process. The particulates were found inside the bag. There was no patient involvement.